Event description:
Boston scientific received information that during a follow up out of range pacing impedances were revealed on this left ventricular lead as well as loss of capture. The configuration was changed to a ring to coil configuration. After reprogramming the configuration normal impedances were noted. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
--

Manufacturer narrative:
Additional information provided noted that there was a suspected fracture of this left ventricular lead. Subsequently this lead was explanted and replaced. Should additional information become available this investigation will be updated.